Event description:
On (B)(6) 2007, I sustained a permanent injury after receiving an MRI/ECG of the thoracic and lumbar spine. I was outfitted with an icg to the left chest and sternum, and told this product was MRI safe. I was placed in the siemens MRI machine and the thoracic scanning began without incident. The machine broke down after that part of the test, and the technician fixed the MRI from behind the glass workstation. After about 15 minutes or so, he put me back on the table and strapped me in for the rest of the MRI exam. Then next part of the test resumed, and I immediately felt my left hip pulling upward toward the magnet. I alerted the technician who checked the MRI from behind the glass workstation, and he told me everything was in good working order. He then began the MRI again, and this time I felt my left hip being pushed downward at various intervals, similar to being punched on the top of my iliac crest at different places. Both times this was uncomfortable, but not painful. When the technician came to help me off the table, he told me that the ECG box was on top of my left hip bone and groin. When I got out to the parking lot after the MRI, I began to feel burning pain in my left hip and groin area. It continued over the next week. The pain overshadowed the other problems it caused for me, and it wasn't until about 8 months later that I noticed muscular weakness, atrophy and extensive nerve damage. The damage has affected the left side of my body up to where the electrodes were placed on my chest and all the way down to my foot. Here I am 5 years later with significant nerve, muscle and tendon damage, not to mention chronic pain and significant limitations in my activities of daily living. I no longer have the ability to return to my previous occupation as a physical therapist. I am using adaptive equipment, and my family is helping me with the things I can no longer physically do. Test given at (B)(6) hospital, (B)(6).